Manufacturer narrative:
Follow-up MDR submitted to correct the date of implantation. The field was left blank, because the customer did not provide the additional information. (B)(6).

Event description:
Osseointegration problem.